Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the "door not fully latched" alarm caused by a loose link screw. The screw was adjusted during the eval with the door performing as expected. The link screw was replaced.

Event description:
It was reported that a spectrum pump alarmed "door not fully latched". It was also reported that there was no pt involvement.